Event description:
It was reported that excessive heat was felt through a pair of gloves after the first two to three minutes of use. Handpiece heated up to the point after 10 minutes that user was afraid it would ignite the drapes so they removed it from the field at that point. There was report of patient or usser impact.

Manufacturer narrative:
(B)(4). The product analysis states, ¿found loose nose cone assembly, corroded nose bearings which was causing the drill to heat up. Performed 1 minute temperature by tech. Temperatures (in degrees fahrenheit) were nose- 226, middle- 201, rear-96.¿ (B)(4)

Manufacturer narrative:
Patient information was provided. A medwatch report was received from the facility with both additional and changed information. The report number is 2100440000- 2015-8011. The procedure performed was provided, and the "as reported information" is different than what was provided from our contact at the facility. A different complainant was provided. Medtronic received this information on feb. 26, 2015.

Event description:
A medwatch report was received from the facility with both additional and changed information. The report number is 2100440000-2015-8011. "Event description: visao drill handpiece overheated within approximately the first minute of use. The drill was replaced and the handpiece was tagged. Central sterile was notified and the hand piece was picked up by the manufacturer represetative for evaluation." The original procedure was tympanomastoidectomy.